Event description:
The user reported that the pump alarmed as intended when the device was in use. It was noted that the user had difficulty in priming the set initially. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.